Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this slimline fiber underwent a thorough analysis. Visual inspection revealed that the fiber was received in two pieces, with a body break and burn marks where the break occurred. In addition, microscopic inspection also revealed that the tip was degraded. It is likely that procedural handling of the device during setup and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber to break and the burn marks observed on the fiber body. A review of the instructions for use (IFU) was performed and the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available and analysis results, the code cause traced to component failure was selected for this investigation.

Event description:
It was reported that during a ureteroscopy procedure the fiber broke into two pieces. One of the pieces was in the patient and was retrieved. The procedure was completed with a different device without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this slimline fiber underwent a thorough analysis. Visual inspection revealed that the fiber was received in two pieces, with a body break and burn marks where the break occurred. In addition, microscopic inspection also revealed that the tip was degraded. It is likely that procedural handling of the device during setup and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber to break and the burn marks observed on the fiber body. A review of the instructions for use (IFU) was performed and the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available and analysis results, the code cause traced to component failure was selected for this investigation.

Event description:
It was reported that during a ureteroscopy procedure the fiber broke into two pieces. One of the pieces was in the patient and was retrieved. The procedure was completed with a different device without patient complications.

Event description:
It was reported that during a ureteroscopy procedure the fiber broke into two pieces. One of the pieces was in the patient and was retrieved. The procedure was completed with a different device without patient complications.